Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No unexpected restart error alarm and signal too low alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that multiple pump error was found in insulin pump. Blood glucose was unknown. Troubleshooting was performed. External ram crc error was found which was resolved and self test passed. Unexpected restart a cold reset was performed. Alarm did not occur shortly after inserting a new battery. But alarm was recurring during normal pump use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.